Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse evaluated and reseated the connectors of the 115 v power-supply line. The primary transformer was also evaluated and re-strapped to align with incoming power requirements. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.